Manufacturer narrative:
With all the available information, boston scientific concludes that the event of the patient's implantable pulse generator (ipg) battery depleting earlier than expected was confirmed with analysis of the returned device. Based on all the available information, engineers confirmed that an unknown event that caused very high voltage (vh) usage significantly shortened the device's longevity. Analysis revealed the ipg was in service for over 27 months (828 days) with an energy use index (eui) range of 8.7, and the expected range would be approximately 52 months per the instructions for use (IFU). The cause of the vh use and high energy consumption could not be conclusively determined; however, engineers suspect that either the compliance voltage algorithm (cva) has, at this time unknown, a failure mode that causes vh to be driven high for the required impedance load; or there was actual high impedance measurements on a lead that caused a higher rate of energy use. Both potential causes are consistent with the available data but they could not be conclusively determined through laboratory analysis.

Event description:
It was reported that the patient underwent a revision procedure to replace the ipg due to battery end of life. The physician feels the battery should have lasted longer than two years as the stimulation parameters were low. Th patient is doing well post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision procedure to replace the ipg due to battery end of life. Physician feels the battery should have lasted longer than two years as the stimulation parameters were low. Patient is doing well post-operatively.